Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device, balloon separation, surgical intervention and delay to treatment/therapy appear to be related to circumstances of the procedure. Possible factors that could contribute to the reported balloon rupture, include, but are not limited to, balloon damage during processing of the balloon material, insufficient preparation, inflation technique, or inadvertently mishandled during preparation. In this case, a conclusive cause for the reported balloon rupture cannot be determined since the device was not retuned for analysis. Additionally, the ruptured balloon material likely interacted with the patient anatomy resulting in the reported difficulty removing the device and upon further manipulation, the balloon ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: outcomes attributed to ae corrected from hospitalization-initial, required intervention prolonged to required intervention only. B5: describe event or problem: updated.

Event description:
Subsequent to the previously filed report, additional information was received: it was stated the procedure was a laparoscopic cut. The patient is fine. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left subclavian vein with no calcification. The 9x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated once to 10 atmospheres and ruptured during use. The distal end of the balloon severed and was stuck in the arteriovenous fistula. The fistula was clamped and surgery was performed to remove the balloon as it could not be removed through the introducer sheath. The patient needed a bandage for 10 days and experienced a delay in their dialysis. No additional information was provided.